Event description:
It was reported that the patient presented via merlin.net transmission. Upon interrogation, the right atrial lead exhibited noise and low impedance. The patient is not pacer dependent. No intervention was performed. The patient would continue to be monitored. New information on 6/22/16 stated that the patient presented in clinic for follow up. Isometric testing was performed and revealed the lead exhibited noise. There were no other electrical anomalies. No intervention was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission. Upon interrogation, the right atrial lead exhibited noise and low impedance. The patient is not pacer dependent. No intervention was performed. The patient would continue to be monitored.